Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the imaging window assembly and the imaging window entangled over the guidewire. No damage was observed in the telescope assembly.

Event description:
It was reported that device entrapment occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the severely calcified target lesion. During the imaging run, the catheter wound up on itself and the guidewire mid shaft, causing a delay in the procedure. The devices were removed and the procedure completed with another of the same device. There were no patient complications.